Event description:
Received report that customer was unable to run a medication as a secondary infusion due to back flow into the primary bag. Programmed and infused the medication as a primary, in order to get the medication infused. Tubing was not saved by the customer. Customer is not sure what the tubing model was. Customer states product will not be returned because it was discarded. No pt harm and no medical intervention required. Customer states no further pt or event information is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(6) . The customer complaint of possible check valve failure could not be confirmed due to the product was discarded and will not be returned. The root cause of this failure could not be identified.